Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755 lot/serial# (B)(6), product type recharger; product ID 97745 lot/serial#(B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had issues with charging their implanted neurostimulator since like maybe (B)(6) 2024. Caller re ported their controller wasn't charging all the way up and so it wasn't charging their implant and they met with mdt rep for reprogramming and rep advised them to call for a new remote. Caller stated they did not call and then it worked but the implant battery and recharger got hot while charging and described it as a burning sensation. Caller stated this is still happening while charging the implant and added that for the last 2 weeks their controller hasn't been charging and now their body is really starting to hurt. Caller reported their controller has been plugged into the ac power supply and stated the light has been flashing but the controller has not been charging. Agent had caller remove battery pack; caller reported no visible damage to controller battery compartment pins. Caller then connected the controller to ac power supply and reported screen powered on and displayed memory problem data has been lost; agent reviewed message details. Caller then reinserted the battery pack and confirmed green flashing light. Caller reported battery empty cannot continue recharge the controller (79) displayed, but confirmed green light was still flashing. Agent advised caller to leave controller plugged in to ac power supply and agent will call back in 20-30 minutes to confirm if controller has charged. Agent called back (four times) at agreed upon time, but no answer. Agent left vm. Pt called back stating already documented events and their controller was still not recharging. A replacement recharger and controller were sent. Additional information was received from a manufacturer representative (rep). The rep reported that on 2025-feb-24-they spoke with the patient and told them to call I nto medtronic to get a new device. The cause of the ins/recharger heating while charging and charging issues was not determined. The patient was sent a new remote and recharger, and the issue was resolved.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for device analysis. Analysis found the complaint was unable to be verified. Rtm never got hot after running it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.